Manufacturer narrative:
(B)(4). Batch # p56k3f. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the procedure? What were the indications for surgery? Who fired the device and what is his/her experience? Where is the green gap setting scale was the indicator prior to firing? Did the healthcare professional receive audible and tactile feedback when firing the device? Did the healthcare professional confirm complete donut and washer transection? Were there any staples seen in the surgical field? If so, please describe their shape. Could you please provide further details regarding anastomosis fell apart? What was the reason for the covert to open? What is the current patient status?

Event description:
It was reported that during a colon procedure the anastamosis "fell apart". It was unknown if the customer observed any specific issue with the staple line, or why the anastamosis fell apart. Procedure was completed by converting to open, resecting the colon lower, and forming a new anastamosis with another device of the same product code.

Manufacturer narrative:
(B)(4). Initial reporter (first name, last name and email) was not submitted on the initial.